Event description:
On september 15, 2008, the baxter affiliate in another country was informed about two incidents where a baxter pump was infusing inotropes to post coronary bypass graft (CABG) patients and there was "air in line alarm from the memory on the tube." It is unknown what the serial number for this pump is, but the patient in this event was a female patient undergoing cardiac surgery in 2008. The patient was admitted to the intensive care unit (ICU) post operatively and was receiving an infusion of noradrenaline. In the next day at 12.30 pm, the inotrope infusion was running through a colleague triple channel infusion pump when the pump alarmed "air in the line". The infusion was stopped and the line removed from the pump and the slide clamp was moved as per previous instruction. While this was being done, the patient's blood pressure (bp) fell to a systolic of 50 and the patient was acutely compromised. The infusion was recommended and the patient stabilized. The facility reported they struggled with the need to stop the infusion to change the volume to be infused. Approximately 50 days later, the baxter local complaint coordinator was informed that the facility was unable to determine which pumps were being used during the incidents, but has provided a list of the 15 pumps that were located on the ICU floor. As part of the investigation, baxter will attempt to determine which pump was used for each incident. The pumps will be initially evaluated in an attempt to link the devices to the specific incidents.

Manufacturer narrative:
The pump is not available for evaluation. The device has been requested, but has not been received. Should the pump be received for evaluation, a follow up report will be filed upon completion of the evaluation, or if additional information becomes available.